Manufacturer narrative:
As reported, the edge of the 3dmax mid mesh was cracked. The sample is reported to be available for return, however, has not been received at this time. Based on the information reported and without having the physical sample to evaluate, no conclusions can be made. If/when the sample is returned and evaluation has been completed, a supplemental MDR will be submitted to document the results. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date this is the only reported complaint for this lot of 1166 units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal hernia repair procedure, a crack was observed on the edge of the 3dmax mid mesh. The mesh was inserted into the patient but was subsequently removed due to the identified defect. A 12 mm trocar was used during the procedure. It was reported that another 3dmax mid mesh was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the edge of the 3dmax mid mesh was cracked. The sample is reported to be available for return, however, has not been received at this time. Based on the information reported and without having the physical sample to evaluate, no conclusions can be made. If/when the sample is returned and evaluation has been completed, a supplemental MDR will be submitted to document the results. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date this is the only reported complaint for this lot of 1166 units released for distribution. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample finds multiple small cracks in the edge seal of the mesh. The condition of the mesh is consistent with that of a mesh that had been rolled or folded and attempted to be implanted. Based on the sample condition, the likely root cause is the edge seal was inadvertently damaged/ torn during attempted use. No manufacturing anomalies were found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal hernia repair procedure, a crack was observed on the edge of the 3dmax mid mesh. The mesh was inserted into the patient but was subsequently removed due to the identified defect. A 12mm trocar was used during the procedure. It was reported that another 3dmax mid mesh was used to complete the procedure. There was no patient injury.